Manufacturer narrative:
Follow up #1 submitted date: (B)(4) 2018. This complaint has been found to be a duplicate complaint of the product issue reported on medwatch report #2531779-2018-14209, animas (B)(4) submitted on (B)(4) 2018. Please refer to this report for product analysis.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; a cracked battery compartment with intermittent power loss. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.